Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative regarding a patient who was implanted with a neurostimulator for radicular pain syndrome (radiculopathies) and non-malignant pain. It was reported that neither the patient¿s patient programmer nor implantable neurostimulator recharger would connect with the implantable neurostimulator. The patient noted that each was displaying the same message with a triangle with an exclamation in the corner (warning message). The patient noted that her implantable neurostimulator is still giving her therapy, but she knows that the battery is getting close to running low. The patient had last recharged about a month prior to the report. The patient noted that her charge lasts about a month. The patient noticed the issue a few weeks prior to the report, confirmed as (B)(6) 2018. The message that the patient was seeing was clarified to be the ¿device not supported¿ screen on both the patient programmer and the implantable neurostimulator recharger. A manufacturer representative met with the patient on (B)(6)2018 and it was confirmed that the patient programmer and implantable neurostimulator recharger were showing the ¿device not supported¿ message. The manufacturer representative attempted to read the implantable neurostimulator with the clinician programmer and encountered another message that the device is not supported by the application card. There were no falls or trauma; however, the patient is in the military and was wondering if something in her job could be affecting the implantable neurostimulator. A short physician mode restart resolved the issue, and they were able to communicate with the implantable neurostimulator. The clinician programmer showed the following observations: charge sooner, position trend suspect, and check clock. The manufacturer representative adjusted the clock. It was noted that the patient had relocated from another state, so the time may have been off. There were no patient symptoms or complications reported.